Event description:
Device issue: entanglement/detachment. Time of malfunction: during procedure. Symptoms/ae: intervention. It was reported that during a cross-over procedure in the left common iliac, an attempt was made to advance a non-abbott catheter through three previously placed non-abbott stents that were meshed and poorly opposed to the vessel wall. The tip of the catheter dislodged and remained in the vessel. The device was removed and dilatation of the three stents was performed with a 5x30 viatrac. The viatrac was removed and a second non-abbott catheter was advanced but could not cross through the stents and the tip dislodged and remained in the vessel. The device was removed and a 7x40x80 agiltrac was advanced to the site of the two dislodged pieces. The agiltrac balloon was inflated and dilatation was performed; however, upon removal of the balloon, it caught on a stent and the tip of the balloon separated and dislodged. Multiple snare devices, tissue forceps and sheaths were used to try and retrieve the balloon fragment, but the attempts were unsuccessful. A 7x28 omnilink was deployed in the location of the three dislodged pieces and all were successfully embedded into the vessel. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: a thorough analysis of the product is not possible because the product was not returned to abbott vascular for investigation. Factors that can contribute to the balloon getting caught within the stent and separating after a success dilation include, but are not limited to, manufacturing, interaction with other products (sharp or protruding stent struts), product placement technique, pre-dilatation strategy, guiding catheter support, patient anatomical morphology, and patient disease state. During production all balloons are 100% leaked tested to rated burst pressure and samples from each lot are tensile tested to verify the tensile pull value to the product specification. There was no report of any force used, which would have been expected for a separation. The return of the product and photo images may have aided in the investigation and determination of the cause. The other non-abbott devices used in the procedure reported tip separations and difficulty advancing, suggesting the user was having procedural difficulty and that this incident was not just limited to the agiltrac. The root cause for the reported entanglement cannot be determined. No manufacturing quality deficiency was suspected. This incident appears to be related to the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported.